Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ lvp 20d 3ss cv bv air was drawn into the line. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the ball fell into the drip chamber, but air was drawn into the tubing causing delay w/finishing chem dose.

Event description:
It was reported while using bd alaris¿ lvp 20d 3ss cv bv air was drawn into the line. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the ball fell into the drip chamber, but air was drawn into the tubing causing delay w/finishing chem dose.

Manufacturer narrative:
The following are possible lots : 21115088, 21115089, 21125449, 21105090, 21096414. D4: medical device lot #: 21125449, d4: medical device expiration date: 08-dec-2024, h4: device manufacture date: 08-dec-2021. D4: medical device lot #: 21115089 , d4: medical device expiration date: 10-nov-20224, h4: device manufacture date: 10-nov-20221. D4: medical device lot #: 11522558, d4: medical device expiration date: 04-nov-20224, h4: device manufacture date: 04-nov-20221. D4: medical device lot #: 21105090, d4: medical device expiration date: 01-oct-2024, h4: device manufacture date: 01-oct-2021. D4: medical device lot #: 21096414, d4: medical device expiration date: 29-sep-2024, h4: device manufacture date: 29-sep-2021. The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-jul-2022. H6: investigation summary: 5 samples model 11522558 were returned by the customer for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a bag and primed with normal saline and allowed to flow until the bag runs out. The blue ball stopped the flow and did not allow air to get into the line. The customer complaint that the ball fell into the drip chamber, but air was drawn into the tubing could not be replicated. A DHR was performed for possible lots : 21115088, 21115089, 21125449, 21105090, 21096414 a device history record review for model 11522558 lot number 21115088 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11522558 lot number 21115089 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11522558 lot number 21125449 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11522558 lot number 21105090 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11522558 lot number 21096414 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.